Event description:
International affiliate reports that during insertion of a viper cortical fixation fenestrated screw, the tip of the screwdriver sheared off and remained in the screw head. The screw was fully seated in bone when tip breakage occurred. The broken tip is covered and captured by a rod and set screw which seated normally within the cortical fixation fenestrated screw's head. Affiliate reports the inserted screw is normally used in patients with poor bone quality which was not the case with this patient. The event did not result in a delay. There were no adverse consequences to the patient. Concomitant devices: viper cortical fixation fenestrated screw, catalog no. Unknown. Viper rod, catalog no. Unknown. Viper set screw, catalog no. 186715000.

Manufacturer narrative:
A follow up report will be filed upon completion of the evaluation.

Manufacturer narrative:
Visual inspection found the tip of the driver sheared off. Scanning electron microscopy analysis noted plastic deformation at the hex lobes indicating a torsional overload. Although no definitive conclusions can be made, the analysis suggests the driver underwent a quasi-static shear failure. The surgeon suspects that there was no direct fault with the driver and that the screw width and choice used was probably more than adequate for this patient . There was a high amount of screw/bone purchase and hence insertion torque that caused the failure. These screws are normally used in patients of poor bone quality which this patient did not have so the enhanced fixation was more significant that experienced before. A review of the device history record found no issues during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. In the absence of a product issue or observed trend, this complaint will be closed with no further action required.